Manufacturer narrative:
The investigation has been completed and the results are as follows: DHR results: the DHR was reviewed for glidewell ht implant lot# 6271961 and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results: a review of stock product was performed for glidewell ht implant lot# 6271961 and found no additional product in stock. Investigation methods/results: 2 implants were returned but not in the original package. The implants were returned to address (B)(4), but it could not be determined which implant was associated with which tooth location. The implants were verified to be a glidewell ht implant ø4.3 x 10 mm (70-1189-imp0010) using the radiographic template (mkt-013579 rev 2). There were no defect or non-conformity observed, and the threads were not impacted. Matter was observed in the treading of the implants. The complaint is verified based on the returned parts but cannot confirm the failure mode. There was no evidence found that indicated that the reported issue was caused by the devices itself. Root cause: "loss of osseointegration" is a common complaint in regard to implant failure. This occurs when the patient's bone does not integrate with the implant surface. The possible responses to this complaint could be attributed to various causes. Although the root cause for loss of osseointegration is inconclusive and specific to each case, probable causes could be due to insufficient bone or poor bone quality; either the bone was too soft, or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors. Per the reported information, the patient has bone type 2/3. IFU-012631 rev 5 (glidewell ht implant system IFU) contains the following statement in the contraindications section: "glidewell ht implants should not be placed in patients discovered to be medically unfit for the intended treatment. Prior to clinical intervention, prospective patients must be thoroughly evaluated for all known risk factors and conditions related to oral surgical procedures and subsequent healing. Contraindications include but are not limited to: vascular conditions, uncontrolled diabetes, clotting disorders, anticoagulant therapy, metabolic bone disease, chemotherapy or radiation therapy, chronic periodontal inflammation, insufficient soft tissue coverage, metabolic or systemic disorders associated with wound and/or bone healing, use of pharmaceuticals that inhibit or alter natural bone remodeling, any disorders which inhibit a patient's ability to maintain adequate daily oral hygiene, uncontrolled parafunctional habits, insufficient height and/or width of bone, and insufficient interarch space" IFU-012631 rev 5 (glidewell ht implant system IFU) contains the following statement in the surgical procedures under the precaution section: "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. For best results, please observe the following precautions: all drilling procedures should be performed at 2000 rpm or less under continual, copious irrigation. All surgical instruments used must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to." IFU-012631 rev 5 (glidewell ht implant system IFU) contains the following statement in the warnings section: "the implant site should be inspected for adequate bone by radiographs, palpations and visual examination. Determine the location of nerves and other vital structures and their proximity to the implant site before any drilling to avoid potential injury, such as permanent numbness to the lower lip and chin." IFU-012631 rev 5 (glidewell ht implant system IFU) contains the following statement in the warnings section: "absolute success cannot be guaranteed. Factors such as infection, disease, and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." Correction: d1, d4. Manufacturer internal reference number: (B)(4). Related MDR: (B)(4).

Manufacturer narrative:
The reported device has been returned but not yet investigated. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer internal reference number: (B)(4). Related MDR: 3011649314-2026-00466, 3011649314-2026-00465.

Event description:
On (B)(6) 2026, dr. (B)(6) reported that a 54-year-old male patient presented to his office with concerns related to previously placed dental implants. The patient had three implant placements performed on (B)(6) 2025 at tooth locations #6, #3, and #10. The patient presented with the issue on (B)(6) 2025, before the final prosthesis impression. During the examination, the patient reported mild pain to the doctor, and implant mobility was noted, resulting in the implants lost osseointegration. The implants were removed on the same day the patient presented with the issue, using an implant driver and forceps. The event occurred inside the patient's mouth. It was also noted that the implant sites were not infected, and the implant/prostheses were still in place when the patient presented with the issue. The patient's symptoms resolved after implant removal. The patient's current status is that the doctor has placed new implants in different areas. The crown/prosthesis details were hybrid delivered, and the opposing arch consisted of natural teeth. The patient did not sustain any permanent injury, and no additional medical or surgical procedures were required. The patient was reported to have type iii bone quality. No abnormalities with the implants or their packaging were observed.